Event description:
The technician alleged that the head of the bed had no head up function. No pt impact.

Manufacturer narrative:
The technician replaced the head up and head down valves to resolve the issue.